Event description:
It was reported that the ventilator had a leakage. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The issue has been confirmed in the problem description and service report. The ventilator has been checked on-site. No issue was found and no parts were replaced. Hence no root cause can be determined.